Event description:
The cause of the shocking and symptoms was unknown. The cause of the high impedance was not known.

Manufacturer narrative:
Concomitant medical products: product ID 64002 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2020 product type adapter product ID 748240 lot# serial# (B)(6) implanted: explanted: product type extension product ID 748240 lot# serial# (B)(6) implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient via manufacturing representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient had pain in their hip, leg, foot, and back. The patient called the rep wanting to know how to turn up right side stim to see if it helped. The patient was instructed how to turn up stim 0.1v and was told how to turn it back down if necessary. The patient called back and said that adjusting it was not helpful and her toe felt tighter. She turned the stim back down. The patient was advised to contact her hcp to see what is causing the discomfort. The patient said she had a few falls around the end of jan and again in feb. The issue was not resolved. No further complications were reported/anticipated. Approximately two months later the rep reported the patient spoke with a nurse at the healthcare provider¿s office. The patient was complaining of dystonia symptoms, but as new symptoms she thinks are dystonia on the right side of the body. The hcp and patient confirmed their past dystonia symptoms are still well controlled by the device. The patient was also complaining that the right t side of their body was shaking at the shoulder and legs. The patient had been getting manipulations to relieve their sciatica pain and mentioned that had a bone scan yesterday. The patient also complained of feeling electric shocks and stabbing pain on the right hip downward to their feet. The patient also felt the shakes uncontrollably and felt shocks for the past four days. The rep asked if anything else had changed or they had any falls or procedures that would cause a change in their dbs system integrity. The patient stated nothing new, just the previous falls they mentioned prior. The rep advised the patient to urgently call their physician to ask for advice, report her issues, and check impedances. The patient was going to contact their physician immediately. The rep also advised if they were suspicious the device was causing any of the issues they could try turning the device off as long as they were in a safe place before doing so as they would not have therapy immediately.

Event description:
Additional information was received from the consumer who reported that the patient's previous ins (implantable neurostimulator) was replaced sooner than anticipated due to the system having an intermittent short. The patient stated that they had symptoms, had really bad sciatica, and noticed feeling shocking. The caller initially mentioned march of 2020 as possibly the first time the patient experienced symptoms, but then stated it was likely may of 2020.

Manufacturer narrative:
Continuation of d10: product ID 64002 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2020 product type adapter product ID 748240 lot# serial# (B)(6): product type extension product ID 748240 lot# serial# (B)(6) product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had a revision. Both extensions, the 2x4 pocket adaptor, and the ins were replaced. Pre-op contact 6 had open circuit (around 5000 ohms) monopolar and all bipolar. All impedance issue resolved and are in normal limits after replacement / extension revision.

Manufacturer narrative:
D11: section d information references the main component of the system. Other relevant device(s) are: product ID: 64002; lot# serial#: (B)(6); implanted: on (B)(6) 2014; product type: adapter; product ID: 3708660; product type: extension; product ID: 3708660; product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received form the consumer reported they continued to experience the little shocking sensations and intermittent short they previously mentioned. The patient was due to for battery replacement with less than 3 months battery life left.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.